Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and passed the electrical continuity test. The grips opened and closed properly and there was no grip misalignment observed during visual inspection. The instrument was fully functional. During testing the instrument was placed on an in-house system and easily removed without problems. No emergency key was used. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument got stuck in the port. The customer used the instrument key and then pried it out with the guidance of tech support. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after the removal of the instrument, it was noted that a hinge was displaced. There was no collision with other instruments. The jaws were not stuck shut on tissue; the issue occurred when trying to remove the instrument from the port.